Event description:
The customer received multiple alarms while sleeping. Reportedly, the customer's blood glucose level was impacted (>200 mg/dl). The customer cleared the alarms and resumed insulin delivery. During troubleshooting with tandem technical support, pump history indicated that auto-off alarms had occurred due to no interaction with the pump for an extended period of time. Customer indicated that the auto-off safety feature would be turned off.

Manufacturer narrative:
The t:slim pump user guide states that the auto-off feature can be set up to 24 hours or off. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.